Event description:
During the implant procedure, the stylet became stuck inside the lead. An attempt was made to remove the stylet but was unsuccessful. The distal electrode pin appeared to have come away from the main body of the lead. The lead was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received by the lab for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.